Event description:
The physician inserted the catheter and when removing the spring wire guide, he noticed "it started to get destroyed". The spring wire guide was "incomplete" when he took it out and images were obtained. A piece of the guidewire was inside the soft tissues of the patient and surgical intervention was required to removed the piece of spring wire guide. The patient was reported to be fine after the piece was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. No definite signs of use were observed. The catheter from the reported event was not returned for analysis. Visual analysis revealed that the guide wire was severely unraveled from one end of the guide wire. It was also observed that the core wire and coil wire had become separated. Microscopic examination revealed that the distal and proximal welds were secure and spherical. Visual analysis could not be performed on the catheter as it was not returned for analysis. The two pieces of the separated core wire were added together to obtain the total core wire length. The guide wire total length measured 18" which is within the specification limits of 17 11/16"-18 1/16" per the guide wire product drawing. The guide wire outer diameter measured .0175" which is within the specification limits of .0170"-.0180" per the guide wire product drawing. Functional analysis could not be performed as the guide wire was too severely damaged and the catheter was not returned for analysis. A manual tug test confirmed that both welds were secure to their respective sides of the separated guide wire. A device history record review was performed on the reported catheter and guide wire, and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely unraveled and separated from one end of the guide wire. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard, which has not been established for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and without the catheter returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician inserted the catheter and when removing the spring wire guide, he noticed "it started to get destroyed". The spring wire guide was "incomplete" when he took it out and images were obtained. A piece of the guidewire was inside the soft tissues of the patient and surgical intervention was required to removed the piece of spring wire guide. The patient was reported to be fine after the piece was removed.